Manufacturer narrative:
Analysis received the unit with missing segments on the lcd glass due to a cracked zebra connector on the lcd board. There was no blank display noted during testing. (B)(4).

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.